Event description:
Through journal article "surgical management and long-term outcomes of bia-alcl: a multidisciplinary approach reported bia-alcl with " one patient died from metastatic adenocarcinoma 6.24 years following alcl diagnosis." Death and breast caner are not related to the device. Pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. The event of "lymphoma alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphoma - alcl.